Event description:
Healthcare professional reported "there was a deficiency with the inspira implant that was previously delivered to me and I would like to consult about it. I was not aware of the details of the deficiency." Later, physician reported "when the box was opened at the time of surgery, there was a 1mm brown foreign substance attached to it." Device was not implanted surgery was completed with back up device.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Further investigation: review of DHR for work order 3583093 did not identify any deviations, errors, omissions, or non-conformances during manufacturing process that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. See 3583093 router attached. The DHR assembly report from sap was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. See 3583093 report attached. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 3583093 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported "there was a deficiency with the inspira implant that was previously delivered to me and I would like to consult about it. I was not aware of the details of the deficiency." Later, physician reported "when the box was opened at the time of surgery, there was a 1mm brown foreign substance attached to it." Device was not implanted surgery was completed with back up device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: foreign material on implant: observe a yellow particle adhered to the surface of the shell inside its sealed package, within specifications. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Photo analysis evaluation: visual analysis of the photographs identified: foreign material on implant: observed black particle on implant. It can¿t be determined if the package is completely sealed due to the photos provided, therefore, it is not assessed as workmanship. However, a further investigation will be requested to review the event. No additional observations are performed. A further investigation is requested to review the event of particle inside package.

Event description:
Healthcare professional reported "there was a deficiency with the inspira implant that was previously delivered to me and I would like to consult about it. I was not aware of the details of the deficiency." Later, physician reported "when the box was opened at the time of surgery, there was a 1mm brown foreign substance attached to it." Device was not implanted surgery was completed with back up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "there was a deficiency with the inspira implant that was previously delivered to me and I would like to consult about it. I was not aware of the details of the deficiency." Later, physician reported "when the box was opened at the time of surgery, there was a 1mm brown foreign substance attached to it." Device was not implanted surgery was completed with back up device.